Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim#: (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter-9.50/2.0/128 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced a lens rotation not associated with a low vault. The lens remains implanted. The reporter indicated the cause of the event is unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found optic/haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.50/2.0/128 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2022. The patient experienced a lens rotation not associated with a low vault. On (B)(6) 2024 the lens was exchanged with a spherical model and the problem was resolved. Status of the eye: "patient is happy". The reporter indicated the cause of the event is unknown. H6- health effect- impact code (f): "2199" should be removed and "4629" should be added. H6- medical device problem code (a): "3189" should be removed and "2993" should be added. Claim# (B)(4).